Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause could not be determined. Part numbers, lot numbers, manufacturing dates (if available) and expiration dates: ifuse implant, p/n 7055-90, lot# i0a68, manufactured 08/16/14, expires 2019-08, UDI (B)(4); ifuse implant, p/n 7045-90, lot# i0909, manufactured 02/28/14, expires 2019-02, UDI (B)(4); ifuse implant, p/n 7040-90, lot# i0893, manufactured 02/18/14, expires 2019-02, UDI (B)(4).

Event description:
In (B)(6) 2015 the patient underwent a right side si joint arthrodesis where three implants were placed. The patient had initial pain relief but her pain symptoms returned shortly thereafter. The surgeon determined that the most caudal implant was malpositioned and that micro-motion may also have been causing the pain symptoms. In (B)(6) 2015, the surgeon performed a revision surgery where he removed the most caudal implant. There has been no update yet on the patient's condition following the revision surgery.